Event description:
Patient demographics: ID (B)(6), female, (B)(6). Patient history and comorbidities: degenerationosteoporosisotheroa, heart disease. Surgical indication: l4 <(>&<)> l5 spondylolisthesis, stenosis, ddd it was reported that the patient presented for surgery with a diagnosis of l4 and l5 spondylolisthesis, stenosis, and degenerative disc disease. The patient underwent a procedure for l4-5, l5-s1 posterior decompression and fusion l4-s1, with m8 instrumentation, local bone, mastergraft, and rhbmp-2/acs. Bmp was placed posterolateral. At 1 month post-op, mild implant dislodgement /migration was noted. At 21 months post-op it was noted that bone healing wasassessed as not healed/non-union.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.